Manufacturer narrative:
The customer complaint of a "system error, out of service, revert to manual CPR" message was confirmed during functional testing of the returned autopulse platform (sn: (B)(4)) and in the archive data. The root cause of the issue was due to a faulty drive train motor. Initial functional testing could not be completed, since the reported issue occurred upon powering on the platform. Review of the retrieved archive data, found the system error occurred on (B)(6) 2017, not on the reported event date of (B)(6) 2017. Unrelated to the issue, during visual inspection, the front and bottom covers were found cracked and the encoder drive shaft exhibited binding and resistance. To ensure the platform remains functional without issues, the damage parts found during visual inspection were replaced and a clutch plate deburring performed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). The platform passed all final testing criteria.

Event description:
As reported, the autopulse platform (sn: (B)(4)) displayed "system error, out of service, revert to manual CPR" message during a routine maintenance. There was no patient involvement.